Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had used the pump twice, and on both occasions, it had completed the infusion approximately two hours earlier than scheduled. The nurses in the oncology department had filled the cassette and prepared the pump. Initially, the early completion had been considered a possible user error or an isolated incident. However, a different nurse had prepared the pump the second time, and the same issue had occurred. As a result, concerns had been raised regarding the pump¿s settings or calibration. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was no patient harm or adverse event.